Manufacturer narrative:
This device is pending testing and evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 155 cm. Saber rx 6 mm. X 6 cm. Balloon catheter was delivered to the lesion and inflated as a post-dilatation, however during its second dilatation, the balloon ruptured at its nominal pressure. There was no reported patient injury. The ruptured saber was replaced with a new saber 6.0 x 40. The procedure was completed successfully. A contralateral approach was made from the right femoral artery. A non-cordis sheath introducer was inserted and a non-cordis guide wire crossed the lesion. A non-cordis balloon catheter was inflated as a pre-dilatation, and a non-cordis stent was placed in the target lesion. The saber rx was delivered to the lesion and inflated as a post-dilatation. During its second dilatation, the balloon ruptured at its nominal pressure. The target lesion was the left superficial femoral artery. The vessel level of tortuousness, and rate of stenosis was unknown. The lesion was calcified. The product was clinically used, and it will be returned for analysis. Additional information has been received. There were no anomalies noted during the prep of the device. There was no damage noted to the box, pouch, hoop or balloon sleeve. There was no difficulty removing the balloon sleeve. There were no kinks noted on the device prior to use. The patient did not experience any complications as a result of the failure with the device. The device was removed in one piece from the patient. The device did not separate or break into two or more pieces at any time during the procedure. Additional investigational questions were answered as unknown.

Manufacturer narrative:
Complaint conclusion-a 155 cm. Saber rx 6 mm. X 6 cm. Balloon catheter (bc) was delivered to the lesion and inflated as a post-dilatation; however during its second dilatation, the balloon ruptured at its nominal pressure. There was no reported patient injury. The target lesion was the left superficial femoral artery. The vessel level of tortuousness, and rate of stenosis was unknown. The lesion was calcified. The ruptured saber was replaced with a new saber 6.0 x 40. The procedure was completed successfully. A contralateral approach was made from the right femoral artery. A non-cordis sheath introducer was inserted and a non-cordis guide wire crossed the lesion. A non-cordis balloon catheter was inflated as a pre-dilatation, and a non-cordis stent was placed in the target lesion. The saber rx was delivered to the lesion and inflated as a post-dilatation. During its second dilatation, the balloon ruptured at its nominal pressure. There were no anomalies noted during the prep of the device. There was no damage noted to the box, pouch, hoop or balloon sleeve. There was no difficulty removing the balloon sleeve. There were no kinks noted on the device prior to use. The patient did not experience any complications as a result of the failure with the device. The device was removed in one piece from the patient. The device did not separate or break into two or more pieces at any time during the procedure. Additional investigational questions were answered as unknown. The product was returned for analysis. One non-sterile unit of saber rx 6mm x 6cm 155cm bc was returned. Per visual analysis the balloon had been inflated and deflated. No other issues were noted. Per functional analysis a leakage was noted on the balloon. Per sem analysis the external surface of the balloon revealed evidence of scratches and abrasion marks near to the balloon rupture and it¿s very likely that the same factors that caused the scratched marks on the balloon outer surface also contributed to the rupture found on the balloon. The internal surface and marker bands did not reveal any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17284317 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ was not confirmed due to the technical definition of a burst; however a leakage was confirmed through analysis of the returned device which may appear to the user as a burst. The exact cause of the leakage could not be determined during analysis. Based on the information available for review, vessel characteristics (calcification) may have contributed to the burst as evidenced by scratches and abrasions noted on the outer surface during analysis. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.